Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had administered insulin prior to going to a restaurant. While dining, the patient became unresponsive and the patient¿s wife called the paramedics. As the patient remained unresponsive when the paramedics arrived, the patient was transported to the hospital where he was treated with IV glucose and released several hours later. The cgm and bg values at the time of the event were not provided. The values provided (cgm 106 mg/dl, bg 207 mg/dl) occurred two days after the event. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.